Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulties were unable to be confirmed due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified right superficial femoral artery that was 90% stenosed. Pre-dilatation was performed with two unspecified balloons (4.0x200mm and 5.0x200mm) at 6 atmospheres for 90 seconds. A 5.5x150mm, 120cm supera stent was used in the procedure and deployed at the target lesion. When the catheter was taken out of the anatomy, it was noted that the stent implant was inadvertently withdrawn with it. Another same size supera was implanted and released normally without any issue. There was no adverse patient effects and no clinically significant delay. No additional information was provided.